Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. Elevated bg was address by a correction bolus via the pump.